Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent deformation occurred. The severely stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the distal end of the stent lifted up after unpacking the stent system. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the express sd balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the distal end of the stent is lifting up. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the distal end of the stent is lifting up.

Event description:
It was reported that stent deformation occurred. The severely stenosed target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the distal end of the stent lifted up after unpacking the stent system. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.